Event description:
In 2008 the sales rep reported that there was a revision surgery for pseudoarthrosis and the surgeon replaced pathfinder instrumentation with more pathfinder hardware and infix.

Manufacturer narrative:
Date of initial surgery was unk. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.